Event description:
Several assays giving discrepant results. The customer only provided the following example, initial phenytoin result 25.5 ug/ml, same sample repeated gave result of 6.5 mg/nl. Initial result was not reported. The field service representative determiend the sample proble was contaminated. The instrument was repaired.